Manufacturer narrative:
B5: describe event or problem - updated. B7: other relevant history - updated.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx laa closure device was implanted. At the 45 day transesophageal echocardiography (tee) follow up appointment which took place 100 days post procedure, a large thrombus was identified on the closure device. The patient was discharged home and placed on an eliquis 2.5 medication regimen twice per day in response to the thrombosis. It was further reported that the thrombus formed was on the limbus side of the closure device with no noticeable gutter formed. The physician discontinued the dual antiplatelet therapy and placed the patient on apixaban until the thrombosis resolved. The patient was to receive a follow up tee in another 45 days.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx laa closure device was implanted. At the 45- day transesophageal echocardiography (tee) follow-up appointment, which took place 100 days post procedure, a large thrombus was identified on the closure device. The patient was discharged home and placed on an eliquis 2.5 medication regimen twice per day in response to the thrombus.